Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a monitor, used intra-operatively with a clip sensor, displayed lower spo2 readings than expected, compared with other units. The monitor provided readings of spo2 90 on the reported unit and spo2 of 96 on another monitor. It was also reported that if the reading dropped low, the alarm did go off. Troubleshooting included swapping the sensor. There was no patient injury.